Manufacturer narrative:
One smiths medical medfuison pump was returned for analysis with the top case chipped and cracked. Event log history was performed and indicated that there was force sensor test error recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the force would not come off zero when pressure was applied to the sensor. Service replaced force sensor and that cleared up the problem. Service also replaced plunger cable as a preventative measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor test failure. No adverse effects were reported.